Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms that the first implant was deployed, but still attached to the suture and needle. No structural anomalies were observed on the needle or the implants. The silicone tube was measured and found to be within specifications. The returned applier was confirmed to be the root cause of this complaint. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for this issue or determine at what point in time this failure occurred. Based on the overall complaint rate, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The gray trigger of applicator omnispan not work while using meniscal sutures. The surgeon put the first suture without problems but when tries to place the second suture the gray trigger was loose and did not allow shoot the suture skewered, both products (suture and applicator) are sent for review additional information provided by the customer on 9-15-2015 revealed that the procedure was completed by performing partial meniscectomy with a delay of more than 30 minutes. Associated medwatch 1221934-2015-00982.

Manufacturer narrative:
The complaint device has been received and is currently being investigated. When the evaluation results are available, a follow up medwatch report will be filed. Under investigation.

Event description:
The gray trigger of applicator omnispan not work while using meniscal sutures. The surgeon put the first suture without problems, but when tries to place the second suture, the gray trigger was loose and did not allow shoot the suture skewered; both products (suture and applicator) are sent for review. Additional information provided by the customer on 9-15-2015 revealed that the procedure was completed by performing partial meniscectomy with a delay of more than 30 minutes. Associated medwatch 1221934-2015-00982.